Event description:
It was reported that during a laparoscopic appendectomy procedure there was a bleeder and the surgeon went to clamp the device. The device locked in place; it was not on tissue. The device was removed from the patient and it would not unlock. The case was completed with another device of the same product code. No patient consequences were reported. The patient did not receive any blood products post-op. The device was discarded.

Manufacturer narrative:
(B)(4).